Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a motor stall was seen upon pump interrogation. The patient was in the clinic for a pump refill and the logs showed that the pump had stalled on (B)(6) 2019, when the patient had an MRI. The logs showed that the stall had recovered on the day of the call, at the time when the pump was interrogated. There was no audible alarm sounding after the MRI had been performed. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-mar-21. It was reported that the refill volumes at the appointment were as expected. The patient's weight was provided. No further complications were reported.